Event description:
It was reported that there was a leak in the patient line of an amia automated pd cycler set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d4: lot #: changed to ni (remove 15265203, previously reported as this lot # is not recognized by baxter). B5: it was further reported that the drain line of the cassette leaked because the cat bit on it. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It is determined that the leak was use related due to pet/animal damage. Use errors and proper user instructions are addressed in the "amia automated pd system patient guide", which is shipped with every amia device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid path can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Should additional relevant information become available, a supplemental report will be submitted.